Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with complete loss of capture at maximum outputs. However, this patient did not experience any asystole as a result. A lead revision was performed and this lead was surgically abandoned and successfully replaced. At the end of the procedure, the patient experienced a pulmonary edema and is remaining hospitalized for treatment. The physician reported that the pulmonary edema was due to the patient's condition. There were no allegations against any boston scientific products. No additional adverse patient effects were reported.